Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (s/n (B)(4)) found no significant anomaly. The ins was functionally okay with insignificant anomalies.

Event description:
It was reported that during a surgery to replace both of the patient¿s implantable neurostimulators (ins) due to battery depletion, the programming on one of the inss changed automatically. A power on reset (por) and ¿?¿ were displayed. The manufacturing representative explained the possibility that the programming and serial number was lost due to the por. Both ins were replaced. After the replacement the patient had good therapy. Refer to manufacturer report #9614453-2015-00023.

Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.